Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement and displacement test. Insulin pump received with normal operating currents. Insulin pump monitored for several hours and no blank display noted. The battery tube connector plugged in properly to electrical board during visual inspection. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. No unexpected stuck button alarm or beeps noted. Insulin pump received with moisture damage on the motor, battery tube, vibrator and keypad flex tail noted. No moisture damage on the keypad traces or keypad dome switches noted. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the button did not press for 3 minutes. The customer blood glucose level was unknown at the time of incident. The customer stated that they change the battery and found fluid in the battery compartment. The customer stated that the insulin pump had been beeping for five minute. Customer stated that the there was little debris on o ring. Customer stated that the home screen did not appear on display. The insulin pump will be returned for analysis.